Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has awareness to loud sounds on the affected side. There was no report of performance deterioration and the issue was first identified at a routine clinical evaluation. No trauma or accident is reported.

Manufacturer narrative:
According to the received information from the field, in situ measurements showed increased impedance values. However with the expert measurement, it was revealed that the electrodes are mostly intact except for one channel (3) which is likely damaged for undetermined reasons. The most probable cause for the observed impedance fluctuations might be due to physiological changes in the cochlea. The recipient is going to be monitored further by the clinic.

Event description:
The user has awareness to loud sounds on the affected side. There was no report of performance deterioration and the issue was first identified at a routine clinical evaluation. No trauma or accident is reported. The user is not able to visit the clinic for regular follow up even after repeated counselling over the phone. Re-implantation is considered if needed.

Manufacturer narrative:
According to the received information from the field, in situ measurements showed increased impedance values. However with expert measurement, it was revealed that the electrodes are intact except for one channel (3) which is likely damaged for yet undetermined reasons. The observed impedance fluctuations might have been caused by physiological changes in the cochlea. The recipient was re-implanted, however the concerned has not been received for investigation yet.

Event description:
The hearing performance with the device is affected, however the user has awareness to loud sounds on the affected side. There was no report of performance deterioration and the issue was first identified at a routine clinical evaluation. No trauma or accident is reported. The user has been re-implanted on (B)(6) 2019.

Event description:
The hearing performance with the device is affected, however the user has awareness to loud sounds on the affected side. There was no report of performance deterioration and the issue was first identified at a routine clinical evaluation. No trauma or accident is reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are most likely related to the explantation surgery. This is a final report.